Event description:
A report was received that the patient had discomfort near his rib cage where the leads were channeled. The physician believed that it was a muscle spasm and was believed that it was procedure related. Trigger point injection and topical anti-inflammatory medication was administered to the patient.

Event description:
A report was received that the patient had discomfort near his rib cage where the leads were channeled. The physician believed that it was a muscle spasm and was believed that it was procedure related. Trigger point injection and topical anti-inflammatory medication was administered to the patient.

Manufacturer narrative:
Additional information was received that most of the patient¿s muscular pain was gone.